Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material clogging the nozzle was unable to be identified, but may be of patient origin. It is likely that the user was unable to reprocess the device correctly. The event can be detected/prevented by following the instructions for use which state: "the operation manual prohibits repairs by a third party as follows, and does not guarantee endoscopes that have been repaired by a third party. Prohibition of improper repair and modification. This instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . The customer reported issue of "no air/water flow ", air channel is clogged" was confirmed during device evaluation. Device evaluation and inspection, service repair noted the following findings: a full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. The air/water supply volume was inspected for an air and water flow issue. Indeed, neither air nor water at the output of this endoscope was observed due to a clogged nozzle. No air/water flow noted. A solid material, which seem to look like debris from the patient body that could not be removed was clogging the nozzle. This was found during the incoming inspection but without detrimental deformation of the hose of the nozzle. Furthermore, further inspection, the following findings were noted on the device: distal end and all channels have been modified by third party entity (tprc) bending rubber cover, gluing plus thread winding have been replaced by third party entity (tprc). Connecting tube has been replaced by third party entity (tprc). Universal cord has been replaced by third party entity (tprc). One lg-rod lens is chipped plus some molykote deposit was found underneath. Ccd-cover lens is cracked. C cover cap found damaged. Switches button rubber 1, 2 and 3 are wear and tear. Scope cover is cracked. Scope connector electrical contact damaged. Biopsy channel found worn, no malfunction was reported but coloring/scratch was noticed inside the channel. Insulation distal end (d/e) resistance value is out of specification. Review of repair history showed this device was placed in service in february of 2017 . Previously, the device had been returned for repair at repair center olympus france in september 2019 for similar reasons (air/water flow issues). Concerning the further inspection findings, it is noted to be a result of wear during handling and reprocessing, and on the other, it is associated with sending this endoscope out for repairs to third party servicing done with inappropriate replacement parts such as the a-rubber, the connecting tube, the universal cord, and the modification of the distal end including all channels. The replacement of the nozzle unit, a-rubber, c-cover, one lg rod lens unit, ccd-cover glass replacement, connecting tube (including all channel replacement), distal end unit, key top 1 unit, switch box unit, plug unit, s-cover unit, and the universal cord unit are required as a major repair to return the instrument to the OEM specifications. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of " no air/water flow ", air channel is clogged". The issue found during an unknown event. There was no patient harm , no user injury reported due to the event. Device evaluation found foreign material clogged the hose of the nozzle. This report is being submitted for foreign material that clogged the hose of the nozzle (device reprocessing issue) found during device evaluation.